Event description:
It was reported that the bd arterial cannula was damaged. The following information was provided by the initial reporter: on (B)(6) 2024, while puncturing the radial artery with an arterial indwelling needle, the puncture was successful, resistance occurred when the needle was reintroduced, and the hose was found to be incomplete and cracked upon extraction. Replacement of the puncture increased patient pain.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.